Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5145606) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging " when (B) (6) received his new philips CPAP machine he was having a terrible time with it. He thought it was just the settings, but he was hospitalized at least 3 times with lung issues after he started using his new machine. Of course, it was during the covid pandemic and the last time he was hospitalized, he was put on 100% oxygen and passed away two day later. I feel he was hospitalized because of the CPAP machine and did not know until a week after his death that the machine was recalled. I believe the philips CPAP machine was the cause of his death. He was hospitalized for two days before he passed, and the hospital said he had covid. I do not believe that I think that was diagnosed as a financial gain as the government paid the hospitals money if they would diagnose covid. I know he was on 100% oxygen and lasix and remdesivir. The research I've done says the remdesivir can cause kidneys to shut down. I believe that all his problems were due to the defective philips CPAP machine, causing his heart and lungs to malfunction and would not allow the fluid to be released through the kidneys, causing respiratory failure and congestive heart failure". The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.